Event description:
On (B)(6) 2008, the patient underwent a procedure using stent grafts for treatment of an infectious aortic aneurysm located at aortic arch-descending aorta. Prior to the procedure, the physician debranched the right common carotid to the left carotid, and then the left carotid to the left subclavian artery using two vascular grafts. The patient was then implanted with two gore tag thoracic endoprostheses distally, followed by a najuta stent graft on the most proximal end. The patient tolerated the procedure. On the same day, muscle weakness was confirmed in the patient's left upper and lower extremities. Edaravone and low molecular weight. Dextran were administered. The physician started the patient on a rehabilitation program. On (B)(6) 2009, the patient was discharged from the hospital. The patient continued the rehabilitation program, as his neurological symptoms remained. On (B)(6) 2009, a six-month follow-up computed tomography scan revealed no adverse events. However, the patient continued the rehabilitation program since the neurological symptoms persisted.

Manufacturer narrative:
Additional tag device included in this report: (B)(4). Results: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Conclusions: per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).